Event description:
It is reported that the surgeon placed the femoral and tibial components into trial. Upon attempting to remove, the 8mm trial edge broke off. The same situation happened with the 10mm poly.

Manufacturer narrative:
Evaluation summary: articular surface provisionals can become damaged through normal use and should be replaced when necessary. The manufacture dates indicate a potential field age of over 4 and 8 years for the 8mm and 10mm provisionals, respectively, however, the number of uses cannot be definitively determined. Future complaints will be monitored for similar issues. Cause cannot be definitively determined. As returned, the outer lips on both surface provisionals have fractured and are missing pieces. Manufacturing documentation is in order and is conforming. Device history records indicate all components were manufactured and inspected to specification.